Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: revision total hip replacement. Revision surgery performed on (B)(6) 2014. Patient was revised 7 years post op for pain / pseudotumour. MRI showed a number of large intracapsular tumours that extended outside of the capsule and into the muscle beyond. The surgeon exposed the hip via a posterior approach and on entering found a great deal of brown / green fluid and tumour that he methodically resected. There were a number of tumours that all encapsulated significant amounts of aseptic fluid of some sort. The ceramic head was removed and on visual inspection was in very good condition with no evidence of wear, damage via impingement, or trunnion metal transfer. The pinnacle cup (c-stem pinnacle coc 36mm) and liner were removed with an x-plant device because the surgeon was unhappy with the bone quality and integration. The liner was properly seated and there was no evidence of stripe wear or fracture. The surgeon reamed up a size and cemented in a 32mm ID reflection all poly cup and replaced the head with a ceramic ts delta revision head 32 +5. The patient wanted to keep the explants so these are unable to be sent back for analysis. Please note that after the primary procedure in this case the patient had a fall and fractured his proximal femur. The primary implant was a corail stem that was removed next day and replaced with a cemented c-stem which remains in situ. Patient: (B)(6) year old male active of medium build.